Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming failed battery test, alarm occurred with seven batteries last week. Today customer went through eight batteries. Customer stated she went and bought expensive batteries and its not working. With other batteries display would be blank. Currently customer had two bars on a normal screen. Customer does not recall blood glucose at the time of event. Customer stated the battery cap looked fine. The battery compartment and the springs were not damaged nor corroded. Customer also reported cosmetic damage to the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.